Event description:
There is a hot smell coming from the dream station 2 when using. It causes all the moisture to be sucked out of my mouth and throat so that my mouth and throat is totally dry when I wake up in the middle of the night. I cannot use the machine.